Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction and replaced the oxygen (o2) sensor. The device then passed all testing.

Event description:
This complaint was identified as reportable through a retrospective review. It was reported that during patient use, a ventilator had an oxygen sensor calibration malfunction. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed as a result of the event.